Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the cardiac tamponade is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that cardiac tamponade is addressed as a potential procedural complication when using the versacross connect rf wire. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect access solution for faradrive device confirmed that the event of cardiac tamponade is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution for faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade is a known inherent risk of the versacross connect rf wire. As stated by the instructions for use, "adverse events that may occur while using the versacross connect access solution for faradrive include, but are not limited to, the following: cardiac tamponade." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that the patient experienced cardiac tamponade. After an ablation procedure using a versacross connect rf wire the patient experienced cardiac tamponade shortly after returning to the hospital ward. The complication went unnoticed on the day of the procedure as the patient's blood pressure remained stable, but it was observed on echocardiogram the following day. The patient had a thoracotomy performed six days after the procedure. The tamponade likely occurred around the left inferior (li) of the left atrium (la). The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient was discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient experienced cardiac tamponade. After an ablation procedure using a versacross connect rf wire the patient experienced cardiac tamponade shortly after returning to the hospital ward. The complication went unnoticed on the day of the procedure as the patient's blood pressure remained stable, but it was observed on echocardiogram the following day. The patient had a thoracotomy performed six days after the procedure. The tamponade likely occurred around the left inferior (li) of the left atrium (la). The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient was discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient experienced cardiac tamponade. After an ablation procedure using a versacross connect rf wire the patient experienced cardiac tamponade shortly after returning to the hospital ward. The complication went unnoticed on the day of the procedure as the patient's blood pressure remained stable, but it was observed on echocardiogram the following day. The patient had a thoracotomy performed six days after the procedure. The tamponade likely occurred around the left inferior (li) of the left atrium (la). The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.